Event description:
A surgeon reported that during a glaucoma filtration device implantation, the shunt was suspected to be clogged and it was confirmed that there was no flow of aqueous humor. The device was removed and replaced during the same procedure with no patient impact. Additional info is not expected.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been similar complaints reported in the lot number. Additional info not expected. (B)(4).